Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission indicated the patient received an alert for lower out of range high voltage lead impedance. Five days later the patient visited the clinic with an alert for upper out of range high voltage lead impedance. The patient presented to the clinic for troubleshooting and a defibrillation threshold test was performed. The superior vena cava coil was programmed off. Potential insulation abrasion was observed under fluoroscopy. Recently the patient felt a vibration from the pocket for another upper out of range high voltage lead impedance. No other changes or resolution were suggested. The patient is stable and will be monitored with routine follow-up.

Manufacturer narrative:
(B)(4)

Event description:
New information received states a recent merlin transmission detected an alert for upper out of range high voltage lead impedance and pacing lead impedance. These repeated occurrences suspects the possibility of lead fracture. The lead was scheduled for a revision. During lead extraction, the lead broke into pieces while the helix was retracted. The lead was capped and a new lead was implanted on the opposite side of the pocket. The patient condition during the procedure was fine.